Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer powered up to an error. Software was then reloaded to address the issue. Concomitant medical products: product ID 2067 radiofrequency head; product ID 229047 analyzer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was an issue of a blank screen with error code. The service disk was ran and was not able to clear the error. The programmer was returned for repair. There was no patient involvement.